Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the drill bit for distal locking did not pass through the cannulation of the nail instead it struck the nail. The surgeon had to remove the aiming arm and perform freehand locking. There were no reports of a surgical delay or patient harm. This report is 6 of 6 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: hwc. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a fifteen minute delay in the procedure.